Event description:
On (B)(6) 2012 customer reported a blade assembly leak, on the dxc 600 pro instrument. Customer stated that they had previously replaced the wick. Customer noted fluid on the wick and blade assembly and on the outer portion of a rack. Customer verified no loose or pinched tubing on the system, but could not resolve the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted that the cap piercer flooded at the wash tower during blade wash cycle. Fse removed and replaced the cap piercer waste drain valve. This resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).